Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on after the patient went swimming in the ocean. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no visible moisture in the battery compartment or the display lens. The pump does not power on. Leak testing was performed, revealing a display lens leak. There was evidence of moisture present inside the pump. Investigation could not be adequately completed due to internal moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.